Manufacturer narrative:
As a result of our investigation into the actual device returned from the medical institution, it was found out that the lot no. Was 190124 and there were no problems observed with the manufacturing record or at the time of shipment. No abnormality of the device was detected as a result of the investigation into the returned device.

Event description:
Patient sustained, what initially appeared to be, a chord rupture after 2nd inflation at 23mm. Septal crossing was in proper location with uncomplicated crossing of mitral valve on both inflation attempts, no empasse sign noted. After inflation severe concentric mr jet noted on echo with temporary drop in patient's pao2. Pt's bp, sats, were stable without additional intervention. Surgical consult completed and patient taken to or for valve replacement. Pt's coronaries were assessed prior to surgery and right main was occluded resulting in a surgical plan of mv replacement, grafting for occlusion, clipping of atrial appendage and ablation for afib. Initial assessment for patient for surgical interventions are good.